Event description:
Procedure type: kidney/ adrenal gland. Patient gender: unknown. According to the reporter: during the removal of the trocar, the balloon disengaged into the cavity, however, it was retrieved. The procedure was completed well. There was no tissue damage, no bleeding and the extended or time was unknown. No patient injury was reported. Patient status: ok. No further patient info available.